Event description:
It was reported that during a supply change the connector was unable to be locked into place and was difficult to turn. The patient used another connector from the same lot, which functioned properly, and discarded the connector that did not lock. Blood glucose levels were not impacted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.